Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: synergy ii us mr 2.25 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found the most proximal stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18jan2019. It was reported that shaft kink occurred. Two 2.25 x 16 synergy stents was advanced for treatment. However, upon delivery, the shaft got kinked. The device was replaced and another 2.25 x 16 synergy stent was advanced but the shaft also got kinked. The procedure was completed with a 2.25 x 18 non-bsc stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed proximal stent damage.